Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for analysis, and it was confirmed that the recorded code 1003 was due to low temperature exposure. The device was subsequently approved for implant and was never placed into service. There was no patient involvement at that point. Additional information was later received indicating that this device was part of an attempted implant procedure as it exhibited high out-of-range pacing impedance measurements. As the cause remained undetermined, the device was replaced and another pacemaker was successfully implanted. No additional adverse patient effects were reported outside of the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for analysis, and it was confirmed that the recorded code 1003 was due to low temperature exposure. The device was subsequently approved for implant and was never placed into service. There was no patient involvement at that point. Additional information was later received indicating that this device was part of an attempted implant procedure as it exhibited high out-of-range pacing impedance measurements. As the cause remained undetermined, the device was replaced and another pacemaker was successfully implanted. No additional adverse patient effects were reported outside of the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. This report is report is being submitted to correct the following fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for analysis, and it was confirmed that the recorded code 1003 was due to low temperature exposure. The device was subsequently approved for implant and was never placed into service. There was no patient involvement at that point. Additional information was later received indicating that this device was part of an attempted implant procedure as it exhibited high out-of-range pacing impedance measurements. As the cause remained undetermined, the device was replaced and another pacemaker was successfully implanted. No additional adverse patient effects were reported outside of the revision procedure. This product has not been returned. Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device.